Manufacturer narrative:
One 3i t3® with dcd® non-platform switched tapered implant 4 x 11.5mm ((B)(4)) and one unknown biomet 3i screw were returned for investigation. Visual inspection of the as returned products identified a fractured screw piece stuck within the implant, additionally the implant had dried blood and bone, signs of use and signs of removal. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. It is likely that the unknown biomet 3i screw was part of the (B)(4) implant system. Therefore, based on the available information, device malfunction did occur for the reported screw and did not occur for the reported implant and the reported event was confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint : (B)(4). Device brand name unknown. Common device name unknown, and device product code unknown. Device 510(k) unknown.

Event description:
It was reported that the unknown biomet screw fractured inside implant (B)(4). It was also reported that the doctor was unable to remove the fracture portion and removed the implant and replaced with the new implant.